Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) prism hcv results on a donor who tested (B)(6). Sample (B)(6) tested prism hcv ((B)(6)). A new sample, almost a month later, tested prism hcv (B)(6), mpx (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Field data was reviewed for abbott prism hcv lot 67025m500 across multiple customer sites and the initial and repeat (B)(6) rates were less than the abbott prism hcv package insert claims. The lot is meeting labeling claims for clinical specificity. Evaluation of complaint data for the products and likely cause lots identified normal complaint activity. A label review was also performed and found it to adequately address the customer's issue. The (B)(6) donor sample was returned, however due to insufficient volume testing of the returned sample could not be performed. Based on this investigation a deficiency was not identified.